Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the saw handpiece was returned to depot for evaluation. The service technician carried out an assessment, and identified leakage due to shrinkage of the seal of the rod seal. Therefore, the described failure was confirmed. However, an assignable root cause could not be established. Device history review of the device history record(s) showed that there were no issues during the installation of this product which would contribute to this complaint condition. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during evaluation of the device, it was determined that the robotic assisted saw handpiece device had a fluid leak. It was initially reported that the device had an instance of contaminated handpiece with an oily substance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.